Manufacturer narrative:
The insulin pump was received with normal operating currents, passed unexpected error test, self-test, and the displacement test. However, the pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion test, prime, and excessive no delivery tests due to compromised force sensor system alarm. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of a prime/fill anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the pump was stuck in prime/fill loop. The customer was unable to press escape button. The customer will return the pump for analysis.